Manufacturer narrative:
Investigation ¿ evaluation: on 14feb2023, cook china received a complaint from a representative at the beijing heyouxinye facility, located in the city of beijing cn. During a visual inspection of the sealed package containing an ultrathane mac-loc locking loop biliary drainage catheter (rpn: ult8.5-38-40-p-32s-clb-rh, lot: 13660736), foreign matter was discovered. The device did not make patient contact. No adverse effects were reported for this incident. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU) and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One sealed ultrathane mac-loc locking loop biliary drainage catheter was returned for evaluation. A visual examination confirmed a single brown strand from an unidentifiable source to be within the sealed packaging. A photo provided by the customer shows the same unidentified strand within the unopened package. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) for lot 13660736 found three related nonconformances; however, all nonconforming products were scrapped, and quality control procedures were performed on all devices in the complaint lot and related lots. A database search revealed no other complaints under this lot number or related lots at the time of this investigation. Cook also reviewed product labeling. Instructions for use (IFU) document t_multi_rev 5 [multipurpose drainage catheter] is supplied with this device. The product IFU states the following in consideration of the reported failure mode: how supplied: sterile if packaged is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile¿. Upon removal from package, inspect the product to ensure no damage has occurred. Evidence provided by upon a review of the returned device indicates the device was manufactured out of specification. However, review of the dmr and DHR suggests that there are no additional nonconforming devices in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded the cause of the failure to be a manufacturing and quality control deficiency. Though there are 100% inspections in place to detect foreign matter, it is still possible for this failure to not be caught. The appropriate personnel have been notified. Per the risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional common device names: lje catheter, nephrostomy, gbo catheter, nephrostomy, general & plastic surgery. Additional procodes: lje, gbo. Additional customer information: line 2: room 6-a108. PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that foreign matter, "like fiber", was found inside the packaging of an ultrathane mac-loc locking loop biliary drainage catheter. The device did not make patient contact. No adverse effects were reported for this incident.